Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. Additional observations not reported by the site were also identified. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected to have rattling from the housing. The endoscope was disassembled and confirmed to have dislodged desiccant balls inside the backend housing. The endoscope was visually inspected and found with damage to the button pack assembly. A visual inspection confirmed hairline cracks near the button pack assembly. The endoscope also had cosmetic damage. During inspection of the endoscope cable integrated connector, the housing exhibited discoloration. There were also minor cuts to the cable insulation. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the 30-degree endoscope plus would not change orientation. The procedure was completed with no reported injury.